Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atw35 clamp applied to pedicle and first handle locked. The second cutting and stapling handle would not operate. The stapler was removed and another stapler applied in identical situation no problem. There was no consequence to the pt.